Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the patient experiencing backup battery fault alarms was confirmed via analysis of the submitted log files. The heartmate 3 system controller (serial number (B)(6) was not returned. The submitted log file from the customer contained data spanning 11 days (B)(6) 2023 per the timestamp). The log file captured backup battery faults active from (B)(6) 2023 at 12:09:07 ¿ 15:24:49 due to the backup battery not passing the load test. The backup battery did not pass the load test due to the unloaded voltage being outside the accepted voltage threshold. The alarm remained active until 15:24:49. The backup battery was then removed at 15:24:52 and at 15:25:11 and the alarm was no longer active after the battery was reseated. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The device history records were reviewed and the records revealed the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 instructions for use (hm3 IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarm conditions, and the actions to take if the alarm does not resolve on its own. Section 8 of the hm3 IFU entitled ¿caring for the equipment¿ and section 6 of the hm3 patient handbook entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Additionally, the hm3 patient handbook section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The hm3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a backup battery fault alarm. The backup battery had been previously reseated and exchanged. Log files were submitted for review and confirmed that a backup battery fault alarm occurred on (B)(6) 2023 after the system controller attempted a load test. The system controller was exchanged and the alarms resolved.